Event description:
The customer reported a tube leak at the top of the centrifuge bowl (for the blood entry line) that occurred during a treatment procedure. Name of complainant: same as reporter. The operator reported, during the treatment while performing the first return, there was a small drop of blood visible at the connection between line and the centrifuge bowl. The customer stated that the treatment was aborted no blood/blood products were returned to the patient. The customer did not return any product for investigation.

Manufacturer narrative:
A review of lot file a751 was performed. There were no nonconformances reported for this lot. There was a blood leak alarm reported at start of prime, checked bowl and plate no leak, restarted prime. This lot met all release requirements. A review of complaints received for lot a751 was performed. There were 2 other complaints reported for tubing leaks to date for this lot. No trends detected. This assessment is based on the information available at the time of the investigation. No product was returned by the customer. Therefore, a root cause cannot be determined based solely on the information provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).